Manufacturer narrative:
Results: the lantern was stretched from approximately 146.5 thru 150.5 cm from the hub. The distal marker band was missing from the tip of the lantern. The total length of the returned lantern was approximately 151.0 cm. During functional testing, resistance was encountered while attempting to advance the returned lantern through the non-penumbra glide catheter as the stretched distal tip bunched up inside the rotating hemostasis valve (rhv) and the lantern could not be advanced any further. Conclusions: evaluation of the returned lantern revealed stretching on the distal shaft. Stretching typically occurs due to retraction against resistance. This stretch damage likely occurred during retraction after the device became stuck during the procedure. Further evaluation of the returned lantern revealed that the distal markerband and some coil winds were missing from the catheter tip. This damage was not indicated in the complaint report; therefore, this damage is likely incidental to the reported event and may have occurred post-procedure. Evaluation of the returned non-penumbra glide catheter revealed that the catheter was ovalized. The root cause of the ovalization could not be determined. However, the ovalization may have contributed to the lantern getting stuck during advancement and the resistance during retraction. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the femoral artery using a lantern delivery microcatheter (lantern) and a non-penumbra guide catheter during the procedure, the lantern became stuck after the physician advanced approximately three fourths of the lantern into the guide catheter. The lantern was removed with some resistance and a kink was found approximately four to five centimeters from the distal tip. The procedure was completed using a non-penumbra microcatheter and the same guide catheter. There was no report of an adverse effect to the patient.